Event description:
The customer reported to olympus, evis exera ii ultrasound gastrovideoscope was leaking from the insertion tube bending section. The malfunction was discovered while preparing for use. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, there was a gap between the acoustic lens and ultrasound probe. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated and customer allegation of leak in the insertion tube was confirmed. The following additional findings were also noted: foggy image occurs due to damage on charge coupled device, burr on distal end, wear on the adhesive on the bending section cover, bending angle in up direction does not meet standard value due to wear of angel wire, bending direction is not correct due to looseness of parts of the bending tube, forceps cannot be inserted smoothly due to damage on channel tube, deformed scope cover, corrosion on the sheet holder due to water leakage, corrosion on the guide pin of the electrical connector, scope cover plate is detached and corrosion on the suction cylinder and the air/water cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.